Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported finding split bushings upon opening the package of anesthesia circuits or at set-up. The hosp also reported that there has been no pt involvement. According to complainant, they have had about 20 incidents.